Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited tones, and recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service, but data analysis recommends device replacement. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited tones, and recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient underwent surgical intervention to remove the device and implant a new ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Additional information received indicating device was explanted and replaced. The product has not been returned. No further information concerning this report is available at this time.